Event description:
Caller reports that during a correlation study the following coaguchek s/xs results were obtained: 1.9 inr/2.5 inr; 4.4 inr/3.2 inr; 1.6 inr/2.2 inr. No treatment information provided. No adverse event reported. Requested return of suspect however caller no longer has the test strips; replacement was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in the coaguchek xs system (lot number 20131011, expiration date 04/30/2012). (B)(6). Patient 2 (comparison 2): dob (B)(6), female. Will not be returned to manufacturer.